Event description:
It has been reported to philips that the error message of ¿apertures not available. Image may be taken outside the detection area¿ was presented to the user. After restarting the system, the procedure was completed as planned; however, the report indicated a patient injury. No further information regarding the injury has been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips investigated the reported complaint. At the time the complaint was received, philips did not have sufficient information to exclude the potential for serious injury; therefore, the complaint was reported. Since then, additional information indicated that the customer initially raised concerns regarding elevated radiation readings; however, review by a hospital physics expert and the attending physician confirmed that the patient did not receive the indicated radiation dose. No clinical signs consistent with radiation injury (e.g., skin redness, burns, or alopecia) were observed. The customer confirmed that the system was restarted, and the procedure was completed as planned with no patient or user harm reported. A philips field service engineer (fse) inspected the system onsite and confirmed the reported message: ¿apertures not available. Image may be taken outside the detection area.¿ system log review identified an ¿application error: collimator shutter hardware or mechanics defect¿ between 11:37:25 and 11:37:38, which occurred after the previous exam ended at 11:37:24 and prior to the reported procedure that started at 11:00. The first imaging at 11:11 and the final image taken at 11:36. A subsequent examination was conducted between 12:04 and 12:43 without recurrence of the collimator message. The onsite investigation identified a sporadic condition of the depth diaphragm (collimator ¿ nicol v3), described as no longer moving. The fse replaced the collimator and performed required adjustments and functional checks. Following service, the system met manufacturer specifications and was returned to clinical use. The codes were updated based on the investigation outcome.